Manufacturer narrative:
Additional narrative:(B)(4). The moss miami final tightener [(B)(4)] was not returned for evaluation. A review of the device history record (DHR) for the device could not be performed as no lot number was provided. Device was not returned from which the lot number could be taken directly from the product sample. As a result, without the lot number, a review of the manufacturing records cannot be performed. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. Without the device we are unable to confirm the reported issue or identify the root cause. No issues could have been identified during the manufacturing and release of this device as the lot number was not provided. A trend analysis was conducted and no systemic trends were observed; therefore this complaint file will be closed with no further action required. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from rep, I had an expedium torque shaft ((B)(4)) strip during surgery yesterday and need to have a replacement sent asap